Event description:
It was reported 12-lead ECG v6 signal loss while testing the unit. There was no patient involvement.

Manufacturer narrative:
It was reported 12-lead ECG v6 signal loss while testing the unit. There was no patient involvement. The philips account manager isolated the issue to the ECG leads trunk cable. The philips account manager replaced the ECG leads trunk cable which resolved the issue.